Event description:
It was reported, the video system center had image that does not appear when connecting to the scope. The issue occurred during equipment inspection. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image was captured when the scope was connected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. According to the inspection results, the phenomenon was not reproduced, and customer allegation was not confirmed either. Thus, investigation was carried out based on the available information. We could not identify the probable or root cause of the defect as well. Olympus will continue to monitor field performance for this device.